Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
According to the customer hygiene microbiological investigation (hmi) results, the scope tested positive for greater than 100 cfu of citrobacter sp. Om (B)(6) 2025.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the customer hmi, third-party testing, the device evaluation and the final investigation. Following field was update: b5, d8, d9, g3, h2, h3, h6, h11. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2025. Sampling from. All channels, cfu: 1, bacterial identification: staphylococcus heamolyticus. The device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the device was not sent back for evaluation. The root cause could not be identified. Based on the results of the investigation, based on the information from the customer hygiene microbiological investigation (hmi ) the case can only be partially assessed. According to the investigation, no correlation has been observed between the product/device status and cause of contamination. In addition, without a full cleaning, disinfection and sterilization (cds) information from the customer, the investigation were unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with the product status. And olympus hmi did not confirm customer's findings and was within olympus' acceptance criteria. However, the investigation reported that the most probable cause of the complaint could be "failure to follow instructions" which indicate that problems traced to the user did not following the manufacturer's instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.